Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? If so, what? Not aware of any. Did somebody other than the primary surgeon fire the instrument? If so, whom? Yes nurse after incident at scrub trolley. The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j90185; expiration date: 12/2016; manufacturing date: 01/2012.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon put the applier through the "tracker" and attempted to apply a clip to the cystic duct. As the surgeon fired the device, a mal-formed clip was ejected from the device. The clip and the device were removed from the patient. The device was fired 3-4 times at the scrub trolley and every clip that was fired was mal-formed. Mal-formed clips were described as cross-legged and also two clips were ejected at the same time. No patience consequences were reported. Procedure time was extended by five minutes. Completed with same like product.